Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. There was no adverse impact to customer's blood glucose level. Reportedly, the pump was reset and the alert was cleared, and the pump was able to successfully begin charging.